Event description:
I am a consultant and working with a client. During operational assessments, we identified a near miss and unconfirmed errors related to use of mineral oil. The hospital pharmacy was purchasing noc (B)(4) mineral oil by app that comes in a 10ml glass vial. The medication was intended to be administered topically but the product requires a needle and syringe to draw out which can lead to inappropriate administrations via IV or other injection. Interviewing nurses, they mentioned that they would withdrawal contents via syringes then transferred to area without the needle. This is a high-risk process and unnecessary. (B)(6). Submission ID: (B)(4).